Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Event description:
International affiliate reports the scrub nurse notified product specialist of missing screws in rongeurs which were put aside. The missing screws were noticed before use during this case and thus not used at all. Affiliate reports that with complete certainty the screws were not in or near the patient. However, it is not known when or where the screws separated from the instruments. There is the possibility that the screws may have separated from the rongeurs during a previous case. See mfg medwatch report no. 1526439-2013-21092 for the straight, large bite rongeur that was also reported on this complaint as missing a screw.

Manufacturer narrative:
Investigation results: visual inspection of the 6mm pituitary w/teeth (product code: 288205041, lot no: 1008kw) noted a screw missing from the articulating handle of the instrument. A review of the device history record (DHR) for the above listed device identified that lot qty of (B)(4) were manufactured in oct of 2008 with no discrepancies. The review identified no issues during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. The root cause of the reported is unknown. It was noted that the instrument was released to stock approximately 5 years ago. In the absence of an identified manufacturing/release issue or an observed trend, this complaint will be closed with no further action required.